Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating high and low blood glucose readings and a motor error alarm from the insulin pump. The customer's blood glucose reading was over 350 mg/dl. The customer also had a low reading of 32 mg/dl but could not verify. The customer stated that she gave a bolus with insulin and received the motor error. The customer also had cal errors with blood glucose of 145 mg/dl and sensor glucose of 65 mg/dl. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer stated that there was no motor position encoder error in the alarm history. The customer declined to troubleshoot for high and low readings.